Event description:
It was reported that the pulse generator exhibited backup vvi operation and a high current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the device exhibited a high current drain due to an integrated circuit anomaly.